Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported that an exalt model d single use scope was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of choledocholithiasis on (B)(6) 2024. After the first hour and a half of the procedure, the color and image became altered. The screen then went completely black and the controller would not consistently stay on while the scope was plugged in. The image was not able to be recovered. The procedure was not able to be completed as a result of this event. There were no patient complications related to this event.

Event description:
It was reported that an exalt model d single use scope was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure for the treatment of choledocholithiasis on (B)(6) 2024. After the first hour and a half of the procedure, the color and image became altered. The screen then went completely black and the controller would not consistently stay on while the scope was plugged in. The image was not able to be recovered. The procedure was not able to be completed as a result of this event. There were no patient complications related to this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h11: the returned exalt model d scope was analyzed and remnants of use were observed in the scope causing an unclear image. After the scope was cleaned, visualization returned to normal. No functionality issues were observed related to loss of visualization; a live image was consistent throughout testing. Visual inspection identified that the scope and the lens were received with remnants of use. During functional testing, the scope was connected to a controller, and a live but unclear image was displayed. The remnants of use were cleaned, and the image was displayed as expected. Electrical test measurements were within normal values. No shorts in the circuit were detected. With all the available information, boston scientific, the reported allegation of loss of visualization cannot be confirmed. Color scheme inadequate was confirmed in the form of unclear image. It is probable that the procedural remnants observed could have contributed to the quality of the image displayed during the procedure. A conclusion of adverse event related to procedure was assigned to this investigation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.